Event description:
The account alleged the patient leaned against the side rail and the patient broke the side rail and fell to the floor. The account alleged the patient was injured.

Manufacturer narrative:
The technician investigated and the account stated the nurse and certified nursing assistant were on the opposite side of the bed from where the patient fell to help the patient turn. The patient grabbed the upper side rail to help flip herself over and in this motion the staff stated they heard a loud pop and the lower part of the side rail dropped. The account stated the patient flipped out of the bed which caused the patient to have a fractured femur and pelvis on the patient's right side. The account stated the patient is a paraplegic and was not treated at their facility for the injuries. The patient was transferred to the medical university of south carolina for further treatment. The technician investigated the bed and fund the bed to function as designed, all side rails moved up and down and locked in place so no repair was needed.